Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when 2 or more pump modules were attached to the pcu, then there was a channel disconnect alarm if it¿s a loose connection already or if any weight was put on it. Removing and reattaching the module fixes the issue most of the time but sometimes it doesn¿t and have to take the device out of service. If the infusion was already infusing, have to guess what the remaining volume to be infused is when reprogramming. This was reported to bd representatives during their site visit. Although requested, additional information was not provided. There was patient involvement but no harm.